Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the prostyle device was used for an arteriotomy closure of the right common femoral artery after a neurosurgery procedure, with an 8fr sheath. Reportedly, one week post procedure a vascular stenosis occurred, possibly a back wall stitch with the suture of the prostyle device. Percutaneous transluminal angioplasty was performed to treat the stenosis. The patient remained hospitalized to treat a subarachnoid hemorrhage [no relationship to the prostyle device]. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use (IFU), as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.